Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture was broken when knotting. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: two returned suture segments were microscopically examined. The first returned segment was needled with a broken end, while the second returned segment was cut on one end and broken on one end. The force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.